Manufacturer narrative:
Additional information was added: the device was manufactured from july 29, 2019 - july 30, 2019. The actual device was received for evaluation containing 72 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. The expected infusion time was 46 hours; however, after "50 plus hours the reservoir was not empty". The device had been filled with 5-fluorouracil. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.